Manufacturer narrative:
Batch review performed on 23 september 2016. (B)(4) not yet explanted.

Event description:
Pain increase because of loosening of the stem 5 years after primary. Date of the revision surgery not yet fixed. No implants and no x-rays available.